Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump was not working. The customer was hospitalized due to high blood glucose and moderate ketoacidosis. The customer's high blood glucose started on (B)(6) 2017 and was hospitalized the next day. The insulin pump will not be returned for analysis.